Manufacturer narrative:
H3: product analysis: evaluation determined that the device was received with a stuck bur. The likely cause of the failure was due to distal bearing being detached. It was also noted that the tube is worn and distal was sharp . The space between the shoulder of the foot tube and the distal end of the base is greater than acceptable. It was not possible to perform a pre-repair temperature test. Additionally it was found that laser markings are partially illegible and painted color ring is not present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device had no reported issue . At the  time of report the patient impact was unknown.